Event description:
It was reported that the customer's insulin pump was not working due to being stuck in a rewind complete and bolus delivery loop. The customer stated that they did not try to deliver a bolus while in the rewind fill tubing process. The customer stated that they could exit the bolus delivery screen only to arrive to the rewind complete screen. Troubleshooting was done. The customer's blood glucose was high. The customer stated there was no response from the insulin pump when pressing the act button on the rewind complete screen. The customer stated there was no sign of corrosion or physical damage on the insulin pump. Advised customer to avoid a bolus attempt during the rewind prime process. The customer stated that they had reverted to manual injections but would reconnect with the insulin pump at the time of the call. The customer mentioned receiving a no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.